Manufacturer narrative:
Describe event or problem. Corrected data: clarification of the event was inadvertently left off follow-up report #1.

Event description:
Surgical consult notes were received which note that the patient will undergo surgery to reposition the generator. Surgery is likely, but has not occurred to date.

Event description:
It was reported by the nurse practitioner that the patient was having some movement of her vns and they were considering having the patient see a surgeon as a result of this event. Clinic notes dated (B)(6) 2013, were later received which indicate that the patient was seen for follow-up on seizures with vns. The patient states that she is having major movement with vns; and indicates that her seizure activity has increased. The vns device was analyzed, per the notes, and no medication changes were made. An attempt has been made to follow up with the site; however, it has been unsuccessful. No additional information has been provided.

Event description:
The patient had a nonfunctioning port that dispensed dilantin levels that was needed to be replaced. While having surgery they physician had decided to replace and re-position the patient¿s generator. The patient was experiencing an increase in seizures and the increase in seizures could be due to the patient¿s non-functioning port which dispensed a seizures medication. During surgery the generator had to be dissected free of the surrounding tissue.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2013. The implant card indicated that the generator was explanted due to "other - reasons vague". The generator was returned for analysis on (B)(4) 2013. The generator analysis was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.